Manufacturer narrative:
Block h6: imdrf a0401 captures the reportable event of core wire break. Imdrf e2008 captures the reportable event of unretrieved device fragments. Imdrf f23 captures the reportable event of unexpected medical intervention. Imdrf f2301 captures the reportable event of additional device required. Mdrf f1901 captures the reportable event of additional surgery.

Event description:
It was reported that the patient underwent cystoscopy, right retrograde pyelogram, ureteroscopic holmium laser lithotripsy, stone basketing, and tight ureteral stent placement. During stone clearance and fluoroscopic evaluation of stone clearance progress, the working sensor wire was not visualized. A separate wire fragment was seen on fluoroscopy in the upper pole. The wire fragment was visualized and attempts were made to retrieve it using a zero tip basket and piranha forceps. However, retrieval of the broken wire fragment was unsuccessful. The patient was returned to the operating room. A flexible ureteroscope was advanced into the kidney. Pyeloscopy was performed. The retained sensor wire fragment was identified and successfully grasped with a three-prong basket and removed. No patient complications were reported.